Manufacturer narrative:
(B)(6). Additional information was requested and the following was obtained: did the device only cut partially? The device cut 2 complete donuts if the device cut was the cut line fully circumferential around the target tissue? Yes. How many staples missing from the staple line? It looked like 2 staples were missing were there staples that were malformed? No. What confirmation was received that the device was fully fired? Loud, clear 'crunch'. Where within the gap setting scale was the device set for firing? Right in the middle. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Middle. Did the red safety remain engaged until firing? Yes. What was the appearance of the donuts? Complete. Were all tissue layers present in the donuts? Yes. Was the breakaway washer cut through? Yes. What was the condition of the tissue? Please clarify. Who fired the device? Surgeon. Who removed the device? Surgeon. Was the person who used the device trained? Yes. Was the safety reset prior to removal? Yes. Has additional tissue to be cut out? Yes. If yes, please specify the amount of additional tissue in cm. 1.5cm. Please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? 1.5cm of additional tissue had to be removed to repeat the anastomoses step has this or the prolongation of the procedure any impact on the patient, the surgery or the healing process? No. Did the surgeon or anyone else mentioned difficulties with the device during that surgery? No. What is the age and sex of the patient? Unknown. What is the current status of the patient? Unknown.

Event description:
It was reported that during a high anterior resection procedure, after firing the device, the knob was rotated three/fourth's turn, and the device rotated ninety degrees left and right, in order to start to remove the product - however, it was pulling on the anastomosis, so the surgeon had to open the device further to free the tissue/staple line. After removal it was observed that there was a hole and leak in the staple line - it appeared that two staples had not deployed/formed. The whole part of the procedure had to be repeated. At the time of firing, the surgeon was holding on to the suture ends he had used to tie the purse string on to the anvil. These initially seemed to have not been cut through by the device, but after opening it seemed to free them. An additional contour device was used in addition to a competitor circular stapler delay thirty minutes.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.